Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used to treat a malignant stricture in the bile duct due to cholangiocarcinoma during a stenting procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was prematurely deployed in the duodenum without any manipulation of the device. The stent was removed with forceps, and a different stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. No patient injury was reported at the end of the procedure.